Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) verifed that up down arrow buttons on keyboard were not functioning correctly. Replaced keypad assembly (d330-00-0039-01) and overlay keypad (d331-00-0119). Ran and passed all performance and function tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) keypad arrows not responsive. There was no patient involvement reported.